Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the intermittent catheter was too stiff and carved a new pathway to patient¿s bladder and bled a lot and after 24 hours they have ceased bleeding. Customer believed that they need to do a safety review of this product and consider recalling them . Perhaps they should come with specific directions for use, and they did not think they were safe for new catheters users. Per additional information received via sample form on 16feb2023, the shipment arrived on 07feb2023. Customer tried one of the rtu catheter at 2 pm, it was too stiff, it damaged patient urethra on the way to the bladder, and urine came out pink with the presence of blood verified by urine test strips and they did not dare to try again. Customer used red rubber catheter at 6pm and got blood clots, blood specks in collection and verified by urine test strips, they used the red rubber catheter at 4pm, more blood clots and very dark urine. They were catheterized with a red rubber catheter at 7:13 a.m. On (B)(6) 2023 and they had extremely dark red urine with blood and verified by test straps. Recatheterized on (B)(6) 2023, at 1:15 am, urine was pale yellow although the test straps stated they had blood in it. At 3:00 pm on (B)(6) 2023, urine was slightly orange with trace of blood verified by test. Patient urine was bloody with clots for 20 hours . It was unknown what medical intervention was provided.

Manufacturer narrative:
The reported event is unconfirmed as the problem could not be reproduced. The rtu catheter was returned in the opened original packaging. An evaluation was completed. The shaft of the catheter was visually inspected and was found to be normal without quality defects. When stroking the length of the shaft with fingers it was found that the catheter was not stiffer than any other batches. The coating, however, was not smooth since the lubricating property was lost during the sterilization process prior to evaluation; as this occurred during sterilization after the sample was returned, a new complaint will not be created. A retain sample analysis was completed. The test result for coefficient of friction is 0.036. The coating and shaft materials batch history records were reviewed and no reported quality observations were noted. The hardness of the shaft material was within the specified acceptable limit. The extruding batch history, tipping batch history, coating dipping process history and eyelets punching process history records were reviewed and no reported quality observations were noted. Based on the batch history review, all devices from batch and no quality issues were reported; the test results for the coefficient of friction was 0.034~0.039. As the reported event is unconfirmed, a DHR review is not required. As the reported event is unconfirmed, a label/packaging review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that the intermittent catheter was too stiff and carved a new pathway to patient¿s bladder and bled a lot and after 24 hours they have ceased bleeding. Customer believed that they need to do a safety review of this product and consider recalling them . Perhaps they should come with specific directions for use, and they did not think they were safe for new catheters users. Per additional information received via sample form on 16feb2023, the shipment arrived on 07feb2023. Customer tried one of the rtu catheter at 2 pm, it was too stiff, it damaged patient urethra on the way to the bladder, and urine came out pink with the presence of blood verified by urine test strips and they did not dare to try again. Customer used red rubber catheter at 6pm and got blood clots, blood specks in collection and verified by urine test strips, they used the red rubber catheter at 4pm, more blood clots and very dark urine. They were catheterized with a red rubber catheter at 7:13 a.m. On (B)(6) 2023 and they had extremely dark red urine with blood and verified by test straps. Recatheterized on (B)(6) 2023, at 1:15 am, urine was pale yellow although the test straps stated they had blood in it. At 3:00 pm on (B)(6) 2023, urine was slightly orange with trace of blood verified by test. Patient urine was bloody with clots for 20 hours . It was unknown what medical intervention was provided. Per additional information received via email on 28feb2023, it was stated that their usual response to injury was to deny its existence and pray that it goes away. Initially immediately upon removal of the catheter there was some blood mixed in the urine drainage. Since they have no direct way of checking what was going on inside of them, they waited until they had to urinate again to get any evidence. Patient had to use a catheter in order to urinate, used a red rubber catheter. It showed obvious signs of blood in the urine and the clotted blood in the tip of the catheter. It actually seemed to be worse each time they had to urinate until around 10 am the next day when the obvious signs of blood were gone although the urine test strip still showed a positive for blood. Patient did not go to see a doctor at that time although they let them know that was unhappy with the catheter. Patient doubted that they could do anything about it. They would have had to recatheterize patient and that would disturb the healing. Patient did notify their urologist and sent two pictures using the online contact method. By the time they actually got their attention the problem was seemed to be greatly reduced and they never asked to come in. Patient did have a follow up visit with urologist on (B)(6) to see if their dutasteride treatment was shrinking my prostate after 3 months of medication. Urologist did not examine patient and just asked a few questions and said he would saw in 3 months. Patient contacted again and asked for a blood test to see if red blood cell count was low. The results were in the normal range although they indicated that iron reserve was depleted.